Event description:
Senseonics was made aware of an incident where patient reported a hypoglycemia event resulting in unconsciousness. Ambulance was called and patient was taken to emergency room. Sensor glucose was "out of range low glucose" where as bg was not provided. Patient complained to have not received low glucose alerts.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. It was stated the sensor glucose (sg) glucose was outside of range (low) at 5:06 pm. Per data management system (dms), sg was 41 mg/dl at 5:01 pm. Soon after that user received alert for out of range low glucose at 5:06 pm. User additionally received multiple low glucose alerts in the same time frame and was confirmed via dms. 23-oct-2021 4:56 pm 23-oct-2021 5:11 pm 23-oct-2021 5:26 pm the system functioned as intended by asserting low glucose alerts. User was treated at the emergency room using glucacone. No further information is available due to lack of response from the user.